Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. During the procedure, the plastic sheath that covers the tape disintegrated upon removal. There were no adverse patient consequences.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.